Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm-2l (signal loss alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-2l cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-2l have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a signal loss issue with the adc freestyle libre 2 sensor. The customer experienced loss of consciousness and no further information was provided. Attempts to gain additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.